Event description:
The patient has an angulated neck. In an effort not to cover the renals, the main body graft was deployed too low. After the angiogram, a type I endoleak was noted. A main body extension was placed and no endoleak was noted.